Manufacturer narrative:
The ge service representative conducted an onsite investigation. No problem was found with the system. The system operates as intended.

Event description:
The customer reported that the kv was too high on the system. No patient injury was reported.